Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customers reported event of black screen with faint horizontals lines was confirmed. During the evaluation of the device the ccd unit and a defective cable connection was found. The defective ccd unit and cable connection was replaced, and the device was restored to specifications once servicing was concluded. The a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the high-definition autoclavable camera head presented a black image with maybe a wisp of horizontal noise. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issues were confirmed. The issues were due to a faulty charged-coupled device (ccd) and cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.